Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a malfunction alarm. Blood glucose was in the upper 300s mg/dl. The customer continued to use the pump for insulin therapy and had insulin injections available if needed.